Event description:
Reported via clinical study: it was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow transesophageal echocardiogram (tee) procedure. The tee imaging showed that there was a leak around the closure device. The patient was placed on eliquis, and the patient was scheduled for leak closure. On (B)(6) 2025, the leak was closed with a non-boston scientific device. No other patient complications were reported to have occurred.